Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of perforation is listed in the hi-torque guide wires instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mid-left anterior descending (lad) coronary artery. On (B)(6) 2018 a balance middle weight (bmw) guide wire was used in the procedure. An optical coherence tomography catheter was advanced but failed to cross the lesion due to the anatomy. The lesion was then pre-dilated. Atherectomy was performed, which in turn caused a dissection. A non-abbott catheter was then used to assist with stenting. A stent was implanted but did not restore blood flow. An intravascular ultrasound (ivus) catheter was used and observed the lesion. Then another stent was implanted which successfully covered the dissection. It was then noted that there was a perforation in the distal lad caused by the bmw wire. The heart began to fill up with blood. Pericardiocentesis was performed. Another surgeon was consulted as the patient was not doing well. It was decided that a reverse treatment be performed, using an emboli agent (glue) to embolize the entire lad, which introduced ischemia to the heart. After some time the patient stabilized and was put in recovery. However, patient kept crashing and was unstable throughout the night. An impella ventricular assist device was implanted to increase blood flow. After the procedure, the patient was sent to recovery. On (B)(6) 2018, the patient was transferred to another hospital where a left ventricular assist device (lvad) was to be implanted but was not due to the deterioration of the patient. On (B)(6) 2018, the patient died. There was a second perforation that was caused from ballooning, but it is unknown when this occurred during the procedure. Per the physicians opinion, there is no causal relationship between the device and the event. No additional information was provided.